Manufacturer narrative:
An infection was reported to abbott. It was determined the patient's thoracic incision had a superficial infection following their implant. The patient was put on antibiotics, and the infection is now resolved. Therapy is still providing relief. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's thoracic incision had a superficial infection following their implant. The patient was put on antibiotics, and the infection is now resolved. Therapy is still providing relief.